Event description:
While servicing a coulter act diff analyzer at a customer's facility, a beckman coulter field service engineer (fse) identified and corrected a leak in the analyzer. The customer contacted beckman coulter customer technical support on (B)(6) 2014 requesting service for an unrelated issue. On (B)(6) 2014, the fse identified the probe drip that occurred at the end of the instrument startup process. The leak was contained within the instrument. The fse was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced pinch valve lv8 which was not functioning properly and corrected the leak from the probe. (B)(4).